Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02176. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the patient's lead had migrated. Reprogramming was able to provide resolution, however surgical intervention could be pending to revise the lead. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02176. Follow up revealed that the patient underwent surgical intervention to have their lead (serial number: (B)(4)) replaced. Patient now has effective therapy.